Event description:
Patient reported that they experienced excruciating pain in their teeth that caused them to see their dentist. Their dentist advised them to stop wearing the aligners and the use of hyperbite. This is the cause of one of their wisdom teeth to chip and for the others to have pain. Patient said they will need surgery, extraction of the tooth, for their right wisdom tooth because it has broken. Provided information on wisdom teeth removal and requested diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.